Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx device indicating that the co2 calibration expired. The fse evaluated the device at the customer¿s location and determined that it expired the co2 calibration. The engineer performed the co2 calibration, restored the device to good condition, and handed it over to the customer in working condition. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a co2 calibration expiration. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device underwent co2 calibration to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx device indicating that the co2 calibration expired. The fse evaluated the device at the customer¿s location and determined that it expired the co2 calibration. The engineer performed the co2 calibration, restored the device to good condition, and handed it over to the customer in working condition. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a co2 calibration expiration. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device underwent co2 calibration to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone #: (B)(6).

Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited co2 calibration problems. There was no reported patient involvement.